Manufacturer narrative:
Concomitant product: model: 5076-45, ra lead; implanted: (B)(6) 2003.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were confirmed to be fractured due to subclavian crush. Both leads were capped. A new rv lead was placed. There was no ra lead replacement due to the system downgrade to a single chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the rv lead has been extracted and was not capped as originally indicated on the original regulatory report. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.